Event description:
Healthcare professional reported right side device rupture and breast deformation. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side breast deformation and ruptured implant diagnosed via ultrasound. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side breast deformation and ruptured implant diagnosed via ultrasound. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d6a, h6.